Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown above the neck procedure on (B)(6)2020; and a suture was used. During the procedure, the tip of the suture broke off in wound. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/20/2020. A manufacturing record evaluation was performed for the finished device lot number qbmcmh, and no non-conformances related to the reported complaint condition were identified. This medwatch report is in response to receipt of voluntary medwatch report mw (B)(4): additional b5 narrative: what problem did the user have: device failed ( e.g. Broke, could not get it to work or stopped working). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.